Manufacturer narrative:
The fiber will not be returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that during an unspecified procedure, the tip of the fiber broke off in the patient. The fiber was noted to be broken at the blue sheath. The device fragment was not located in the patient. The intended procedure was completed with the same device. There was no patient injury reported.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 05-dec-2019. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections: g4, g7, h2, h6 and h10. Complaint investigation was performed, the original equipment manufacturer (OEM) indicated that the fiber stripping process (blade stripping) used by the supplier weakened the fiber tip, which may have contributed to the tip breakages. Additionally OEM reported longer stripped length may also have contributed to the breakages. The blade stripping process has been replaced by micro-stripping process which hasn't shown the tip weakening. The strip lengths have also been reduced to shorter lengths. The OEM is aware of weakened fiber tips in regards to the stripping process during manufacturing. Complaints for the fiber tip breakages should continued to be monitored.